Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant thcg result was due to a malfunction with the aspirate probes and alignment issue with the reagent probes. The system is repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur thcg result was obtained on a patient sample. The result was reported to the physician. Upon retest the corrected result was reported to the physician. There was no report of patient intervention or adverse health consequences due to the discordant thcg result.